Event description:
Patient representative reported left side "development of breast implant associated-anaplastic large cell lymphoma (bia-alcl)," and "risk of relapse/recurrence of bia-alcl". Histopathological markers confirming alcl have not been received. The device has been explanted.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Due to ongoing legal proceedings, follow-up is not possible at this time. Therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "development of breast implant associated-anaplastic large cell lymphoma (bia-alcl), risk of relapse/recurrence of bia-alcl."